Event description:
During a remote follow up, oversensing was observed on the device due noise and suspected myopotentials. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.